Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported aspiration would not stop running and tried to reflux the line, but it didn't work. This caused a capsular tear. Additional information: the doctor reported no vitrectomy was required. The doctor corrected the initial report of aspiration to the irrigation would not stop. The patient has recovered with no additional medical intervention.

Manufacturer narrative:
Field service performed a full pm and functional test on the unit. The stellaris was performing well. No problems were found.